Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrectomy not working in the ophthalmic system. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported ¿abnormal noise.¿ to address the issue the nonconforming pneumatic module. The module was returned for testing on this investigation. The system was then tested and found to meet specifications. A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial under investigation. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Testing was performed. The returned sample failed during smart vit testing due to a nonconforming component vitrectomy valve. The reported event was confirmed. The root cause of the reported event is attributed to the nonconforming component vitrectomy valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).